Manufacturer narrative:
The device was returned to ekos and evaluated on 23 may 2018. Evaluation of the returned msd revealed evidence of an electrical short that burned through the heat shrink. The iddc was in used condition but no damage was observed. Evaluation conclusion - the root cause of the shorted wires could not be determined due to the extent of the damage. A review of the device history record for the msd confirmed that the product was manufactured per standard processes and met all acceptance criteria. The damage did not affect the iddc and therefore did not come into contact with the patient's vasculature. The saline coolant came in contact with the burned area in the msd which exits the distal end of the catheter. The event did not impact the delivery of thrombolytic therapy. No serious injury occurred as a result of this malfunction, the patient had a positive treatment outcome. The control unit event log recorded that ultrasound was delivered for a total of 13.5 hours.

Event description:
On (B)(6) 2018, a helpline call reported a temperature alarm after 4 hours of therapy for a unilateral dvt. The alarm recurred multiple times during the treatment. The device was returned to ekos for evaluation.